Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid-stent struts region were noted to be lifted and pulled in all directions. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mmx2.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was kinked when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mmx2.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was kinked when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.